Event description:
It was reported that the lead experienced variable impedance measurements. During the revision procedure, it was noted that the lead exhibited low impedance. In addition, the patient began to have pre-syncopal symptoms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the impedance trend on the rv (right ventricular) pacing lead was variable. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the auto lead diagnostics shows ventricular lead impedance varying with both low impedance/short circuit pace and high impedance/open circuit pace counts. The auto lead diagnostics shows ventricular lead minimum impedance shorted/low the week of 2015-(B)(6); with a lifetime minimum of less than 100 ohms. The ventricular lead warning occurred on 2015-(B)(6).